Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples open half way. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. Visual examination of the returned stapler revealed that the staples appear properly aligned. The stapler was returned with 12 staples left in the cartridge indicating that at least 23 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. Other remarks: one staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples do not close" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but were unable to release from the stapler. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler. Upon engaging the trigger, the staple formed and successfully released. The sample was sent to the manufacturing site for further investigation. The stapler was returned with 12 staples left in the cartridge indicating that the stapler was fired at least 23 times by the end user. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. A nonconformance has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
The staples open half way. The patient's condition was reported as fine.